Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
The customer reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. The customer reported that she received a blood glucose result of 102 mg/dl around 7:00-7:30 am. At the time of this result the customer experienced elevated blood glucose results of being shaky and sweaty. Based on the result, the customer thought her blood glucose was low, so she attempted to self treat by eating crackers and drinking orange juice. The customer stated that her friend took her to the hospital around 8:30 am. At 9:00 am the hospital tested the customer and received a blood glucose result of 398 mg/dl. The hospital treated the customer with an unknown IV and insulin. The customer was discharged from the hospital on (B)(6) 2018 at 7:30 pm. At the time of discharge the patient's blood glucose was 120 mg/dl. The lot number was not provided. Return of the suspect device was requested for evaluation.